Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number h11c30081 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv). This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of patient who made a mistake/touch contamination/did not wear a mask and peritonitis with culture positive for klebsiella pneumoniae coincident with dianeal pd2 ambuflex therapy. During a call with baxter customer service, the following was reported. On an unreported date in 2011, the patient made a mistake/touch contamination/did not wear a mask. On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. Treatment provided for the events was not reported. It was not reported whether the patient was discharged from the hospital. At the time of this report, the patient was recovering from the bacterial peritonitis. The outcome for the patient made mistake/touch contamination/did not wear a mask was not reported. Dianeal pd2 ambuflex therapy was ongoing. The nurse stated that the peritonitis with culture positive for klebsiella pneumoniae was unrelated to dianeal therapy. An opinion of causality was not provided for the patient made mistake/touch contamination/did not wear a mask.